Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unable to upload/download anomaly due to blank display. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and crack on the battery compartment. Customer's blood glucose level was unknown. Customer reported that insulin pump been uploaded only added to uploader list. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.